Event description:
It was reported that the catheter got stuck in the patient and uncoiled. This occurred in the anesthesia department. The patient was taken to the operating room and the catheter was removed surgically. The catheter was removed and not replaced. It is unknown if there was a delay in treatment. There were no additional patient complications, injuries or death reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.